Event description:
Patient was undergoing a laparoscopic ventral hernia repair. When the surgeon inserted the mesh through the 10mm trocar housing, the plastic ring inside the housing broke off and went into the abdomen with the mesh. The housing was immediately retrieved.